Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number. Additional information requested by fax and by mail on 03/16/2007. Phone follow-up was conducted on 03/26/2007. To date, a completed questionnaire has not been received.

Event description:
A consumer reports experiencing blurred near vision, headaches and difficulty with depth perception following unilateral intraocular lens implant surgery. He reports having two yag surgeries and states his surgeon is now discussing further surgical intervention. The reporter states his uncorrected va is 20/200. Additional information has been requested from the implanting surgeon.